Event description:
It was reported that the patients ipg was difficult to charge. The patient underwent a revision procedure wherein the old ipg was explanted and the new ipg was implanted into a different pocket location. The patient was doing well postoperatively. The explanted ipg was retained in the hospital and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.